Event description:
Customer reported patient blood glucose results of 26 mg/dl and 193 mg/dl within 10 minutes on the inform system. Caller reported no patient symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.